Manufacturer narrative:
It was reported the patients ipg would not connect following an ipg repositioning procedure, the ipg was placed in surgery mode prior to the procedure. Troubleshooting was able to resolve the issue and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patients ipg would not connect following an ipg repositioning procedure (see manufacturer reference number: 3006705815-2020-31046), the ipg was placed in surgery mode prior to the procedure. Troubleshooting was able to resolve the issue and therapy was restored.